Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? Yes. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Did the glass penetrate the user¿s skin? Yes. What was done to treat the shard penetration? Sent to employee health. Was medical or surgical intervention required? Unknown. What is the status of the surgeon injury today? Unknown. What is the name and date of the surgical procedure? (B)(6) 2017. Can you identify the lot number of the product that was used? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the scrubbed personnel today? Was the procedure completed successfully? Was there any adverse patient outcome? Any product to return for analysis?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. The scrubbed personal received a cut when breaking the glass within the rubber. The scrubbed personal was sent to employee health. No adverse patient outcome was reported. Additional information has been requested.